Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One grip close cable was broken near the proximal pulleys and proximal clevis cable hole. The idler pulley spin freely and did not exhibit damage. The cable segment stuck out at the instrument's wrist. Additionally, the proximal clevis cable hole exhibited wear on one edge. Other cables at the wrist were not damaged. Engineering concluded the wear on the hole may have contributed to cable breakage. An additional finding was various scratches on the main tube showing light material removal and a rough surface finish. The scratches were .090 - .180 in length and not aligned with the tube axis. Engineering concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable and tube abrasions with material removal ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the cable was torn on a large suturecut needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.